Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd vacutainer® acd solution a blood collection tubes had erroneous results due to hemolysis. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacture: no. Bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the manufacturing records was completed for the incident lot and no issues were identified. Technical services suggested to use discard tubes with IV line draws and other collection methods. Bring tubes from 4c to room temp prior to collection approx. 30 min and consider avoiding line draws for the study draws. Follow up with customer found that the recommendation of collecting with a discard tube has improved the quality of specimens received from their study. As no samples or photos were received for evaluation, the customer's indicated failure mode was not observed by bd. As there was no sample or photo available for evaluation, a root cause could not be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that a bd vacutainer acd solution a blood collection tubes had erroneous results due to hemolysis. There was no report of exposure, serious injury or medical intervention.